Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer also received a low battery and an empty reservoir alert. Customer changed the infusion set and reservoir but stated that the battery cap could not be removed and could not change the battery. Customer tried to remove the battery cap with a quarter and a flathead screwdriver but was unable to remove it. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. A test battery cap was inserted and insulin pump had normal operating currents and no unexpected off no power, low battery alarm or blank display noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. Insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.